Manufacturer narrative:
(B)(4). There was no allegation of a disposable product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
A home patient (hp) contacted baxter's technical service center to report se 2240 on the homechoice (hc) machine during therapy. The hp stated the hc just alarms all the time and requested a swap. The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by swapping the cycler. The hp felt the cause of the alarm was due to the cycler and not his supplies. The hp said that since the machine has been swapped that he has not had any further issues. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine with his new cycler and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.